Manufacturer narrative:
(B)(4). Method: the complaint bc2745 oxygen therapy nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Result: visual inspection of the provided photograph revealed that the tube was detached from the right side of the nose piece. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. However, the damage was most likely caused by the patient pulling the tube. The bc2745 oxygen therapy nasal cannula is manufactured by salter labs for fisher and paykel healthcare. All oxygen therapy nasal cannulas have a bonding agent applied on the outer surface of the tube and then inserted into the nose piece through a manual process. The user instructions which accompany the bc2745 oxygen therapy nasal cannula reveal the following: ''check that all circuit connections including caps and plugs are tight before use.'' ''During operation, check that the tubing is not kinked or tangled as this may prevent delivery of oxygen to the patient.''

Event description:
A healthcare facility in (B)(6) reported that the tubing of an bc2745 oxygen therapy nasal cannula was detached. There was no reported patient consequence.